Event description:
The customer reported intermittent communication failed error messages. These error required a re-boot to restore functionality, indicating that this had caused a lock-up.

Manufacturer narrative:
A ge service rep performed an on site investigation. A complete filament calibration was performed. The system was tested, found to be working as intended and returned to service.